Manufacturer narrative:
(B)(4). Investigation: the investigation was completed on (B)(4) 2011 and concluded the following: to determined if ctni cartridge lot t11048 continues to perform according to specs when using fluids relevant to this investigation, retained cartridges were tested using whole blood (wb). Of the 30 retained cartridges tested. The customer's complaint of a false positive result was not reproduced. The customer did not return cartridges for further investigation. No deficiency has been identified for ctni lot t11048. Retained cartridge test results demonstrate that ctni lot t11048 continues to perform according to specs.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding an I-stat troponin cartridge that yielded a potential false positive result of 0.91 ng/ml on a pt. The following results were obtained: 12:17 pm I-stat result was 0.91 ng/ml; 2:14 pm I-stat result was 0.01 ng/ml (repeat); 2:28 pm I-stat result was 0.01 ng/ml (new specimen); customer ran the sample on the architect it was also 0.01 ng/ml same time same tube as the first sample (12:17 pm). Based on the info available there were no injuries associated with this event.